Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. One por for critical ram parity error on 03-may-2013. One patient alert for device circuit error on 03-may-2013. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por) which tripped a patient alert. Thedevice was reprogrammed and remains in use. No patient complications have been reported as a result of this event.